Manufacturer narrative:
B3: date of event - estimated based on the aware date of (B)(6) 2019. Lot number: updated. Unique identifier (UDI) #: updated. Expiration date: updated. Manufacture date: updated. Returned device consisted of a nc emerge balloon catheter. The balloon was loosely folded and bloody. Analysis of the tip, balloon, hypotube and inner/outer shaft included microscopic and visual inspection. Inspection revealed a burst in the balloon material that was 6mm in length, and numerous kinks in the hypotube. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a lesion in a coronary artery. The 4.00mm x 15mm nc emerge balloon ruptured at twelve atmospheres. The procedure was successfully completed without issue or patient injury.

Manufacturer narrative:
Date of event: estimated based on the aware date of (B)(6) 2019.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a lesion in a coronary artery. The 4.00mm x 15mm nc emerge balloon ruptured at twelve atmospheres. The procedure was successfully completed without issue or patient injury.